Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be determined. Consideration: the cause of the foreign material adhering to the forceps elevator of the subject device could not be identified, but the followings could be presumed from the investigation results. There was a difference between the reprocess method implemented by the user facility and the reprocess method recommended by IFU. There was a lack of training for the user facility staff regarding the handling of device in accordance with IFU, the implementation of reprocessing when returning repairs, and the normal reprocess method. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found there was the foreign object on the back side of the forceps elevator and around the forceps elevator itself of the subject device. The subject device had been returned to olympus india for repair of the wrinkles of the insertion tube. The occurrence date of the event is unknown. There was no patient injury associated with this report

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was the foreign object on the back side of the forceps elevator and around the forceps elevator itself of the subject device. Omsc reviewed the inspection report of olympus india. And omsc found the new reportable malfunction, an indication that the subject device had been insufficient or incorrect reprocessed (the user may have used the poor reprocessing subject device for next procedure). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.